Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit had a small leak during set-up and perfusionist contacted their biomedical engineer to replace hoses. The perfusionist continued to use the unit for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Investigation in process, but not yet completed. After the case, the user facility's biomedical engineer replaced hoses and found that unit was leaking from bottom of the unit.